Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing during a ventricular fibrillation (vf) episode. Boston scientific technical services (ts) was consulted and discussed the vf was degrading and the device undersensed 1 or 2 signals, then sensed again and the rhythm broke. No adverse patient effects were reported. At this time, this device remains in service.